Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, higher than expected push-force was required to advance the 23mm commander delivery system with the s3ur valve through the tip of the 14fr esheath+. The s3ur valve was successfully implanted. Upon its removal, the distal tip of the esheath+ was observed as torn. The patient did not suffer any injury and was in stable condition.